Event description:
It was reported that the rv lead was replaced due to nonphysiologic oversensing. There have been 558 short interval counts (sics) and 40 non-sustained tachycardia (nst) episodes since september. No patient complications were reported as a result of this event.